Event description:
It was reported that the device's shock function does not work. There was reportedly no patient involvement. The customer requested to return the device to the bench for evaluation and repair. The bench tech evaluated the device and determined that the therapy pca(printed circuit assembly) board is defective. Upon conclusion of the evaluation, it was determined that this was a malfunction of the pca board, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device's shock function does not work. There was reportedly no patient involvement.